Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/20/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: a needle-suture piece of product code sxpp1a406 was returned for evaluation. Upon visual inspection of the returned sample, the suture was to be damaged, and the end was observed broken possibly from a surgical instrument and functional test could not be performed due to condition of the sample. As with any device, care should be taken to avoid damage to the strand when handling. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? Unk. What was the procedure date? Unk. In relation to needle, what is the approximate location of suture breakage? Unk, please refer to the device we returned for analysis. Did the suture separate completely? Unk, please refer to the device we returned for analysis. What tissue was being approximated or sutured when it broke? Unk. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2021 and barbed suture was used. During the procedure, the barbed suture broke when sewing. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.